Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported that a button on her insulin pump was not working. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 76 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.